Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of IV (intravenous) tubing sets leaked two (2) minutes into cetuximab infusion. This was further described as, ¿patient called to notify that there was something leaking from the tubing. Infusion stopped and leaking noted to be from the filter of the cetuximab. Medication removed from flush and placed into a chemo bag and given back to pharmacy¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.